Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. A replacement pump was arranged by technical support.